Manufacturer narrative:
(B)(4). Additional information will be provided following conclusion of the investigation.

Event description:
It was reported ot us that a caregiver hurt herself while using the medi-lift. No consequences to patient. A caregiver hurt herself while using the device - the caregiver went to doctor because she cannot use her right arm and shoulder after the event. No additional information is available at this moment.

Manufacturer narrative:
On 2017-12-29 arjohuntleigh representative has become aware of an event which occurred with the involvement of a medi-lift passive floor lift at (B)(6). While a resident was being transferred to a chair, both rear castors of the lift were locked and did not turn. One of two caregivers kicked the castors to make them move, castors got unlocked but they did not move or swivel anyway. Information provided to a complaint indicates that: the last preventive maintenance of the device was performed on 2017-04-28. The last lift and transfer training for both caregivers were performed on 2017-01-11. Additionally, caregivers have over 14 years of experience in lift and transfer. The lift was inspected by arjo representative. Test results confirm that the right rear castor was not rotating 360 degrees freely, all other functions of the lift were working correctly. After the incident service technician replaced 4 worn castors on the claimed device. In course of this investigation, it has been tried to establish the most likely root cause of the failure reported by a customer. Based on our product knowledge, a reported product malfunction: blocked castor is unlikely to occur by itself. It is likely to take place when a sequence of multiple reasons occurs: 1. Castors are blocked by hair and debris causing them to stop swirling over 2. Castors are degenerated after use for a long period of time, 3. Mechanical impacts (hitting against obstructions, maneuvering on a rough surface) which lead to castor malfunction 4. The operator runs the device over the threshold roughly or forces the device movement when brakes are applied. The caregiver reported that both castors were locked and did not turn. The caregiver kicked the castors to make them move, castors got unlocked but they did not move or swivel. The lift was inspected by a service technician who confirmed that the right rear castor was not rotating 360 degrees freely. All other functions met the manufacture's specification.. The lift was in use for above 14 years. Operating manual (001.20250.en) for medi lift contains a section describing correct use of brakes. "Brakes should not be used in the following situation: when raising or lowering a patient in the lifter over a bed or chair. Leaving the brakes off allows the lifter (with the patient) to maintain its center of gravity throughout the transfer and reduce the tendency for the patient to move laterally outside the base." "To release brakes, step on the front portion of pad or lift with toe of shoe." Also, the operating manual (number) contains information that caregiver should perform the preventive maintenance of the device: daily, caregivers should verify the good functioning of the rear casters brakes. Monthly, check the front and rear casters regularly for hair and debris, clean when necessary. Based on the quotation from operating manual, and information provided to the complaint, the reported issue can be related to misuse combined with wear and tear of the castors. It was confirmed that after the event technician replaced 4 worn castors. Additionally, there is remote probability that any castor malfunction by itself would cause the shoulder and arm discomfort - as sustained by a caregiver as an outcome of this event. To sum up, an arjohuntleigh device was being used for a patient handling when the event occurred. The device played a role in a reportable event. The castor malfunction was reported - in this regard, the floor lift did not meet its performance specification.

Event description:
It was reported to us that a caregiver hurt herself while using the medi-lift. No consequences to patient. A caregiver hurt herself while using the device - the caregiver went to doctor because she cannot use her right arm and shoulder after the event.